Manufacturer narrative:
The hillrom technician found the power cord was frayed and sparked. Per the hillrom service manual the compella bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. Incorrect use or handling of the power cord may cause damage to the power cord. If damage has occurred to the power cord or any of it's components, immediately remove the unit from service, and contact the applicable maintenance persons. Failure to do so could cause electrical shock or other injury or equipment damage. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in nov 25, 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed power cord frayed and sparked. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).